Manufacturer narrative:
(B)(4). Results of investigation: the suspect user interface module was routed to the carefusion factory service department to be repaired where the reported issue was able to be reproduced and isolated to the main printed circuit board.

Event description:
The customer stated that while testing this unit in the biomed shop, after running it for a few hours the biomed had noticed that the touch screen had gone blank. The vent was still running with no other problems. There was no patient involvement at the time of the incident.